Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer reported that the device was displaying a check vent: backup alarm failed error code. The device was in use at the time of the event; however, there was no delay in therapy, and medical intervention was not required. The device kept operating when the alarm occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was checked, but the reported phenomenon was not duplicated. The event log was reviewed, and it revealed that the occurrence of "check vent: backup alarm failed" (diagnostic code: 1104) observed. The following part needs replacing: central processing unit (cpu) board.

Manufacturer narrative:
H10: the service engineer (se) could not duplicate the issue. The reported phenomenon was not duplicated despite device checking. In the event log, "check vent: backup alarm failed" (diagnosis code 1104) was observed to have occurred. Therefore, the central processing unit (cpu) board was replaced preventively. Based on information provided and/or service performed, the alleged malfunction was not duplicated.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. The cpu pcba was tested, neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu printed circuit board assembly (pcba) or standard test bed operation using the cpu pcba. With the unit in a no power/hard ware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 393k ohms, verifying that ls1 is not shorted or open tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found.